Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via (B)(6) on (B)(6)-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted in 2001 for sterilization. Consumer reported that she was a clinical trial participant for permanent birth control, sterilization. In 2003, she reported abdominal pain, distension, painful sexual intercourse and menstruation. A hysteroscopy, dilation and curette (as reported) were performed under general anesthesia. She had several presentations to the hospital for abdominal pain. She continued to have problems with her reproductive organs that become quite debilitating and life altering. She stated as consequence she had many invasive procedures including surgical interventions. She mentioned dilation & curette and endometrial thermal ablation. In 2008, after taking leave without pay from her job due to debilitating abdominal pain she had a hysterectomy and salpingectomy performed. After recovering from this major surgery all her symptoms resolved. Follow-up information received on 18-dec-2015: no follow-up is possible. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had abdominal pain after essure (fallopian tube occlusion insert) insertion. According to her, she had several presentations to the hospital and lost days on her job due to the pain; which resolved after a hysterosalpingectomy was performed. Additionally, she was submitted to dilation & curette and endometrial thermal ablation during essure therapy. Only pain is listed according to essure's reference safety information. After essure insertion, abdominal pain may occur. In this particular case, consumer related her pain to essure placement and no alternative explanation was provided. Given event's nature and since it recovered with device removal, causality with essure cannot be excluded. Regarding the reported endometrial ablation and dilatation and curettage; the consumer did not inform the exact medical reason for these procedures. They are usually performed to evaluate/treat abnormal uterine bleeding; however consumer did not mention bleeding disturbances in her report. Since the information provided is insufficient for a comprehensive causality assessment, causality between these events and essure cannot be assessed. This case was regarded as incident; due to the serious injury reported (device surgical removal was required and consumer had impairment of her daily activities due to the pain). A product technical analysis is being sought. No active follow-up will be pursued, as this case was received via (B)(6).

Manufacturer narrative:
Follow-up received from consumer on 12-may-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-may-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had abdominal pain after essure (fallopian tube occlusion insert) insertion. According to her, she had several presentations to the hospital and lost days on her job due to the pain; which resolved after a hysterosalpingectomy was performed. Additionally, she was submitted to dilation and curette and endometrial thermal ablation during essure therapy. Only pain is listed according to essure's reference safety information. After essure insertion, abdominal pain may occur. In this particular case, consumer related her pain to essure placement and no alternative explanation was provided. Given event's nature and since it recovered with device removal, causality with essure cannot be excluded. Regarding the reported endometrial ablation and dilatation and curettage; the consumer did not inform the exact medical reason for these procedures. They are usually performed to evaluate/treat abnormal uterine bleeding; however consumer did not mention bleeding disturbances in her report. Since the information provided is insufficient for a comprehensive causality assessment, causality between these events and essure cannot be assessed. This case was regarded as incident; due to the serious injury reported (device surgical removal was required and consumer had impairment of her daily activities due to the pain). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was received via the regulatory authority.